Manufacturer narrative:
Additional information was received that no information regarding the device location can be obtained per study protocol. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced high impedances on the lead. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient experienced high impedances on the lead. The patient underwent a lead replacement procedure.